Event description:
Report received that a patient's device malfunctioned and stimulated whenever it felt like. The generator was reportedly turned off. A few years later it was turned back on and reportedly caused the patient to lose her breath. The generator was turned back off. Because of this, the generator was reportedly explanted. The available date from the programming history indicated the device had worked as intended, but the reported events occurred after the last day of available data. A review of the device history record indicated it had passed all quality inspections and electrical tests prior to release for distribution. The patient refused to provide the physician's name and the physician could not be found. The patient's former physician was contacted, but she did not know who the patient currently saw. Therefore, further follow-up could not be completed. No further relevant information has been received to date.

Event description:
The patient later reported via social media that at the time that the vns was misfiring, as previously reported, it caused a severe seizure and a transient ischemic attack (tia), which resulted in 15 days in short-term rehab relearning how to walk/use her hands. No additional relevant information has been received to date.